Event description:
The black plastic that insulates the wand shaft chipped off into the joint close to the distal end of the wand. This caused a surgical delay in excess of 30 minutes. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the black shrink tube on the shaft includes: the shaft coming into contact with the boundaries of a cannula, or coming into contact with another sharp object. The instruction for use (¿IFU¿) contains precautionary statements such as, ¿when inserting and removing the wand, use caution and avoid contacting the distal portion of cannula and/or slotted cannula with the shaft or electrode face as this may lead to potential electrode/shaft damage and patient injury.¿